Event description:
Customer reported the panorama central station's server had communication loss, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the unit's power supply, hard drives, and battery coin. Unit was calibrated and safety tested to factory's specifications.